Event description:
In 2008, boston scientific corporation was informed that during a colonoscopy when they tried to release the resolution clip device, it failed to release. The physician pulled hard to get the cord out, and when he pulled the clip it would not release and it tore the mucosa, causing a bleed in the colon. They used cautery to control the bleeding. They were able to get the bleeding under control. The case was completed using a different device. Patient is okay.

Manufacturer narrative:
The device will not be returned to the manufacturer as it was disposed of by the user facility.